Manufacturer narrative:
An event regarding alleged malposition involving an unknown implant shell was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as no device was returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated "principal cause of failure is contributed by the cup malposition of the right hip in low inclination and probably also low anteversion. This is a procedure-related factor because the surgeon is responsible for optimal component position. The choice for a 40-mm femoral head, also a procedure-related factor because of surgical decision making, might be mentioned as a relevant secondary factor because increase in head size is associated with an increase in angular speed in the bearing thereby increasing bearing friction. This may magnify the adverse effects of any present overload conditions although with perfect positioned components this would certainly not have represented a relevant failure introduction factor just by itself. From the patient-related perspective no major factors are evident. There was only a mild overweight condition with a bmi of 28 (25 max normal) and this should not be considered a relevant contributing factor. Also from the device-related perspective, there is no evidence to suggest that device-related factors might have contributed to the problem." Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated principal cause of failure is contributed by the cup malposition of the right hip in low inclination and probably also low anteversion no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that: "revision right total hip. The 40mm v40 taper cocr femoral head fell off the accolade tmzf stem. Original surgery was 2012. The primary surgery was done at another hospital." Update: "it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2020. It is further alleged that intraoperative findings consisted of dissociation of the cobalt chrome head from the worn stem trunnion with bird beak pattern."